Manufacturer narrative:
Product event summary: at analysis the device failed its incoming test and the stated reason for return of "no stimulation detected on exits" was confirmed. It was additionally noted that the battery contacts were contaminated, there was no start-up and no communication with the automated test console, the start-up sequence was checked several times with a new battery, and reinserting the connector did not solve the issue. The battery contacts were cleaned however it was deemed a main board issue and the device unrepairable. It was advised that the device be scrapped. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that the external pulse generator was returned with the information of "no stimulation detected on exits" which follow-up indicated probably meant that there was no output/capture when it was connected (probably) to a patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.